Event description:
It was reported that the patient experienced diaphragmatic stimulation. As a result, the left ventricular (lv) lead was explanted and replaced. During the replacement procedure, the atrial lead was damaged, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion of the lead was received and was analyzed. The proximal conductor of the lead became extrinsically fractured due to melting, and the outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 6947, lead, implanted: (B)(6) 2004; 4193, lead, implanted: (B)(6) 2004. (B)(4).